Manufacturer narrative:
Correction: b1. Type of report should had been adverse event only.

Event description:
It was reported that the patient presented in clinic concerning bruising around the device, redness, and some folds around the pocket. The pocket was assessed and confirmed to have no signs of infection. On (B)(6) 2026, the patient underwent an elective pocket revision. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD) was beginning to erode through the skin. The pocket was cleaned, and the ICD was explanted and replaced with a new device. The patient¿s condition was stable before, during, and after the procedure.